Event description:
Arjohuntleigh received a complaint where it was indicated that during the patient's transfer in sling from the wheelchair to the bed the right leg clip of the sling "pulled loose". The patient fell out of the sling backwards and hit her head. The patient's left leg got stuck in the sling. The patient could not reach the wheelchair and fell on the ground completely. This incident took place in the patient's room. As a consequence of the event the patient had bleeding on head and complicated leg fracture. The patient was taken to the hospital. Arjohuntleigh has been informed that the patient died 10 days after the incident occurred. The exact cause of the patient's death remains currently unknown. Ref #MFR 9681684-2014-00020.